Event description:
Patient was treated for laser hair removal under arm and full arms. Reported a burn post treatment. Parameters used for the treatment (patient's condition in the treatment area before the treatment, settings used during treatment): stamp, 14 joules, 80ms, 2.0hz. Reduced to 13j, 80ms, 2.0hz after patient complained of pain and no cooling.this was the client's 5th treatment. Tx history: tx 1: (B)(6) 2025 stamp, 8 joules, 80ms, 2.0hz, tx 2: (B)(6) 2026 stamp, 8 joules, 80ms, 2.0hz, tx 3: (B)(6) 2026 stamp, 14 joules, 80ms, 2.0hz, tx 4: (B)(6) 2026 stamp, 8 joules, 80ms, 2.0hz, tx 5: (B)(6) 2026 stamp, 8 joules, 80ms, 2.0hz. Patient's treatment endpoint immediately after treatment: no redness or complaint of irritation. Did patient experience any discomfort (burning sensation, excessive heat, shock, pain) during treatment?: yes, pain. Patient advised it didn't feel like it was cooling. Post treatment care: customer advises no products out of the norm and no changes were made to aftercare on the last treatment.patient advised she typically stays indoors and wears clothes to cover her skin outdoors. She did not use any products under her arms post-treatment. Other patients have been treated with the same system with no issues. System was retrieved and evaluated for malfunctions and none were identified per the manufacturer. Treatment parameters and patient genralities are being evaluated internally and conclusion will be submitted in a follow up report.